Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the surgeon's response of (B)(6) 2011 indicated that this explant was procedure related and not due to a malfunction of the device. The operative report was provided and indicated "perivalvular leak noted beside left main, therefore back on cpb/xc." The device is not available for return and evaluation. No echo report was made available. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Conclusion: paravalvular leak is described as a leak outside the valve, not going through the leaflets, and represents regurgitant flow between the sewing ring and the aortic wall. If hemodynamically significant, this will require replacement of the heart valve. This is typically not related to a malfunction of the device. Without return of the device or the iotee, we are unable to conclusively determine the root cause for the reported paravalvular leak.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the device was explanted at implant due to a paravalvular leak. Device was replaced with the same size and model device. In the surgeon's response received on (B)(6) 2011, it was indicated that this explant was not related to a device malfunction, but was procedure related. Operative report provided the following information: very fragile ascending aorta; bleeding noted immediately upon placing the arterial cannula... Aortic valve tricuspid and heavily calcified... Avr - 25mm magna. CABG x1. Svg to pda. Off cpb easily. Perivalvular leak noted beside left main, therefore back on cpb/xc. Small gap identified on non-coronary cusp just adjacent to the commissure with the left cusp. Therefore, new 25mm magna placed and this site was reinforced with a 3-0 prolene suture. After coming off cpb, ++ bleeding from cardioplegia cannulation site which could not be controlled with pledgeted sutures despite placing a hanlon clamp. Therefore, back on cpb and xc. Small 1cm svg patch placed to repair the defect from the cardioplegia site. Ef normal post-op. No perivalvular leak.